Event description:
It was reported that an arteriotomy closure of a moderately calcified right common femoral artery was attempted using a perclose proglide device after a coronary interventional procedure. Reportedly, the needles would not deploy and the plunger got stuck. The foot plate was stuck open and the device was broken to remove it from the patient's anatomy. All pieces of the device were recovered from the anatomy, and no tissue damage occurred. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was a thirty minute delay in procedure. The technician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for evaluation. Subsequent information revealed that the device was discarded. A failure analysis of the complaint device cannot be completed. Reviews of the lot history record and a query of the complaint-handling database was not performed because the lot number was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The proglide device was used in a moderately calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.